Manufacturer narrative:
Analysis was unable to prime during prime test due to protruded/loose drive support disk. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had a prime anomaly. The customer reported that they were unable to exit the prime menu. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.